Event description:
The patient was experiencing a decrease in pain relief. The hcp suspected a rotor stall. A dye study was done with fluoroscopy in 2003. The pump was explanted and replaced and returned to the manufacturer for analysis. The catheter was "coiled and kinked." A follow up report will be sent when additional information is received.